Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic") and genital haemorrhage ("abnormal bleeding (general),") in a 23-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included underweight, vaginal discharge, vaginitis, bacterial vaginosis, vomiting, dizzy spells, bacterial pyelonephritis, dysuria, cervical dysplasia, gonorrhea and uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2015. In (B)(6)2014, the patient had essure inserted. In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), headache ("headaches"), migraine ("migraines") and nausea ("nausea") and was found to have body temperature fluctuation ("hormonal changes describe: temperature changes") and weight increased ("weight gain / loss (specify which one) weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping /lower stomach pain") and menorrhagia ("heavy menses"). The patient was treated with surgery (she underwent a total laparoscopic hysterectomy with extraction of essure device). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, back pain, abdominal pain, abdominal pain lower and menorrhagia had resolved and the genital haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, body temperature fluctuation, urinary tract infection, headache, migraine, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, body temperature fluctuation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection and weight increased to be related to essure. The reporter commented: it was reported that she continued to experience severe pelvic, abdominal and back pain, cramping, and heavy menses, until on or about (B)(6)2016, when she underwent a total laparoscopic hysterectomy with extraction of essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, nausea, headaches, back pain, abdominal pain, abdominal pain lower, urinary tract infection, dysmenorrhea, menorrhagia". Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet and medical record was received. Events added from pfs- abnormal bleeding (general), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), temperature changes, urinary tract infection, migraines, headaches, nausea, lower stomach pain. Reporter information, medical history, concomitant drug were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping") and menorrhagia ("heavy menses"). The patient was treated with surgery (she underwent a total laparoscopic hysterectomy with extraction of essure device.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, abdominal pain, abdominal pain lower and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, menorrhagia and pelvic pain to be related to essure. The reporter commented: it was reported that she continued to experience severe pelvic, abdominal and back pain, cramping, and heavy menses, until on or about (B)(6) 2016, when she underwent a total laparoscopic hysterectomy with extraction of essure device. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.